Manufacturer narrative:
The getinge service territory manager (stm) that noticed the broken nylon clip to the coiled cable, replaced the clip. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) had a broken coiled cable clip. There was no patient involvement, and no adverse event reported.